Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving frequent check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation of the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause of the broken wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the open wire. The patient received a replacement electrode belt.